Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, the physician experienced difficulty pulling the first leg assembly through the ligament. Using graspers, as he forcefully pulled on the leg assembly, the dilator detached, outside of the patient. Reportedly, while there was no dilator bunching, a wart-like abnormality was observed on the dilator near the proximal end. The physician removed this device from the patient and completed the procedure with another uphold vaginal support system with no complications to the patient, who is over 18 years of age and was stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(6).